Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a noisy fan, and therefore the fan was replaced but it was unable to confirm the customer comment that the programmer was unable to have software updates loaded from the software distribution network (sdn) and that it generated a media error message. However, as a preventative measure the hard drive was reconfigured and the software reloaded. Analysis also found that an electrocardiogram (ECG) connector on the link electronic module (lem) board was loose, and the lem board was replaced and calibrated. Product ID 2067l radio frequency programmer head.

Event description:
It was reported that the programmer needed the fan repaired and that it was unable to have updated software loaded on it from the software distribution network (sdn), that it generated a "media error" message. The programmer was returned for service. There was no indication that there was any patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.